Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, there is no backlight on the lcd panel of autopulse platform (sn (B)(4)), however, the lcd screen was still readable. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for no backlight on the lcd panel was confirmed during visual inspection. The system processor board was replaced to remedy the reported issue. In addition, unrelated to the reported issue, load cell was defective and a replacement was required, load plate cover, short black cover & battery latch lock were found damaged; the root cause is attributed to mishandling. Upon replacement of the damaged components, the platform was functionally tested and performed continuous compressions without issue and met all required specifications. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Functional testing was performed and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).